Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black insulin pump type = ngp customer returned insulin pump for alleged battery power error, cosmetic damage with no location specified and unspecified alarm found on (B)(6) 2020. The insulin pump passed the displacement test and active current test however failed self test due to rainbow discoloration on screen and failed sleep current test due to moisture damage. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specific range. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage, partially detached retainer, cracked retainer and corroded battery tube. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on lcd display, electrical board 1 and motor assembly. Cosmetic damage was confirmed missing segments due to moisture damage on lcd display, electrical board 1 and motor assembly. Moisture damage on lcd display, electrical board 1 and motor assembly was noted. Unspecified alarm confirmed. Unexpected battery power loss confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Health effect clinical code has been updated and provided with this report in section h6.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had power error detected alarm. Customer was able to clear alarm. Customer reported that the notification light stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.